Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) contacted the customer however they do not have a service agreement and the customer self-service their own equipment. The stm spoke to the point of contact and informed the stm that the primary technician whom handles the iabp "fixed" the unit and released it for clinical use. The customer did not provided any repair information. Would not elaborate anything further. The customer declined service at this time and asked that this complaint be cancelled. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an autofill issue. No adverse event was reported.

Manufacturer narrative:
The customer has confirmed the iabp did generate an autofill failure alarm. The customer performed service however no parts needed to be replaced and iabp was cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an autofill issue. There was no patient involvement; thus no adverse event was reported.